Manufacturer narrative:
Zoll (B)(4) confirmed that the autopulse displayed the "system error" when powered on and observed that the cable was crushed and the pca board was broken. Zoll circulation has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.

Event description:
It was reported that on (B)(6) 2013 an unconscious male patient in his (B)(6) was discovered by the hospital nurse in a ward lavatory. The patient had collapsed and was in a state of cardiopulmonary arrest. The patient had been hospitalized for a stent placement and a coronary artery bypass graft (CABG) procedure. The nurse performed an electrocardiogram and initiated manual CPR (exact length of time is unknown). The autopulse was deployed without any issues and functioned normally for 30 minutes with the first battery. (Per autopulse user guide (p/n 12555-001) the initial battery run time with a nominal patient is 30 minutes). The battery was then replaced, however, after 10 minutes of usage the autopulse stopped and displayed a "system error" message. After that, clinical engineers reverted back to manual CPR (exact length of time is unknown). The patient exhibited a normal electrocardiogram, however no pulse was present. Rosc (return of spontaneous circulation) was never achieved and the patient subsequently expired. Physician does not attribute the patient's death to the use of the autopulse but rather the worsening of the patient's primary disease. No further details were provided.